Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. As a result, the patient require placement of a chest tube and hospitalization to resolve the complicaton.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax requiring a chest tube and hospitalization. The patient was admitted overnight for observation. The next day the chest tube was removed and patient was discharged home in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. As of the date of this report, isi has not received a response.